Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v470260, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was no longer working and needed to be removed or changed. This occurred in 2014. She always had to be on medication, even with the implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, actions/interventions, or troubleshooting performed was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.